Manufacturer narrative:
Investigation summary: two photos and one 1ml syringe with needle in a fully sealed blister pack confirmed to be from batch #8287862 (p/n 309626) were received and evaluated. It was observed in the photos and the sample that multiple brown embedded foreign matter particles were present. They appeared to be burnt plastic and extend from the top of the barrel to the tip outside the grad lines. At least five of the particles were larger than level 3 in size, which is rejectable per product specification. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. Per procedure, after start up, all molded parts are scrapped until no degraded plastic is observed. If this is not performed thoroughly a piece with this condition can get through. This type of defect is cosmetic and does not pose risk to the customer. Potential root cause for the embedded foreign matter defect is associated with the molding process. The embedded foreign matter is most likely degraded plastic. This occurs when the resin is exposed to prolonged high temperatures inside the molding machine, such as during start up. No corrective actions are necessary based on the defective rate identified. Batch 8287862 is considered in compliance with our product specification requirements.

Event description:
It was reported that a syringe 1ml s/t w/ndl 25x5/8 rb had dirt/debris in the chamber of the syringe.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a syringe 1ml s/t w/ndl 25x5/8 rb had dirt/debris in the chamber of the syringe.